Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2018, erp_rfc_user related svn (B)(4). Complaints text (B)(6) 2018 erp_rfc_user related svn (B)(4). Complaints text (B)(6) 2018, erp_rfc_user related svn (B)(4). Complaints text (B)(6) 2018, erp_rfc_user related svn (B)(4). Complaints text (B)(6) 2018, (B)(4). Cust requested alternative shipping address for replacements. Complaints text (B)(6) 2018 erp_rfc_user related svn (B)(4). Complaints text (B)(6) 2018, (B)(4). Initial notes: over the last two weeks I had multiple episode where my insulin pump has required rewind and would not deliver insulin until I do so, and it has happened today and my blood sugar has been running high. Inquired what led up to the complaint. Customer response: cust was calling to report multiple insulin flow blocked alerts and high bg associated with them. Pump clip t/s per (B)(4). Location of damage: plastic part that hooks. How damage occurred: do not recalled . Adv we will ship a replacement clip. Customer's outcome pertaining to the complaint: belt clip will be replace, cust will receive replacement sensor cust was informed it'll be new design. Additional notes: cust was made aware of after care email. Cust reported a high bg, cust did not wish to t/s. I have broken belt clip as well and am unable to remove it. Ship: acc-1601, mmt-305qs, mmt-399t, mmt-332at / return: nothing. Complaints text (B)(6) 2018, (B)(4). Initial notes: over the last two weeks: I had multiple episodes where my insulin pump has required rewind and would not deliver insulin until I do so, and it has happened today and my blood sugar has been running high. Inquired what led up to the complaint. Customer response: cust was calling to report multiple insulin flow blocked alerts and high bg associated with them. Pump clip t/s per (B)(4). Location of damage: plastic part that hooks. How damage occurred: do not recalled . Adv we will ship a replacement clip. Customer's outcome pertaining to the complaint: belt clip will be replace, cust will receive replacement sensor cust was informed it'll be new design. Additional notes: cust was made aware of after care email. Cust reported a high bg, cust did not wish to t/s. I have broken belt clip as well and am unable to remove it. Ship: acc-1601, mmt-305qs, mmt-399t, mmt-332at / return: nothing. Complaints text (B)(6) 2018, (B)(4). Initial notes: over the last two weeks: I had multiple episode where my insulin pump has required rewind and would not deliver insulin until I do so, and it has happened today and my blood sugar has been running high. Inquired what led up to the complaint. Customer response: cust was calling to report multiple insulin flow blocked alerts and high bg associated with them. Insulin flow blocked alarm t/s per dop (B)(4). Expl insulin flow blocked alarm and possible causes. Customer is reporting a past event. Customer reports alarm did not occur during fill tubing. Cust removed set and did a shot with insulin in reservoir has not inserted a new set. Customer's outcome pertaining to the complaint: cust removed set and did a shot with insulin in reservoir has not inserted a new set. Cust was advised to speak to hcp and replacement sets will be shipped out additional notes: cust was made aware of after care email cust reported a high bg, cust did not wish to t/s cust was made aware we are back ordered on sets I have broken belt clip as well and am unable to remove it. Also I noticed I cant find my quick serter can I get a replacement ? Ship: noth.